Event description:
It was reported that upon withdrawing, the dilatation catheter, after pre-dilatation with the balloon, the distal segment separated from the proximal shaft. A balloon was inflated inside the guiding catheter to trap the shaft. Reportedly, there was no pt injury.